Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the motor error occurred during prime. The customer was advised of the alarm and how to clear it. The customer stated that the drive support cap is not damaged. The customer stated that there was a motor position encoder error in the alarm history. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to complete functional due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, displacement test, rewind, and basic occlusion test. The insulin pump had cracked reservoir tube lip and cracked battery tube treads.